Event description:
It was reported that the patient was short of breath and was fatigued. The device was interrogated and noted to have high impedance and was not sensing or pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was short of breath and was fatigued. The device was interrogated and noted to have high impedance and was not sensing or pacing. The device was explanted and replaced. It was further reported by the patient that they felt very sick about a week before replacement of the device and thought the lead may have dislodged. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and found high impedance >9999 on both leads as of (B)(4) 2010. The device was later returned and analyzed. Testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: performance data collected from the device was analyzed and found high impedance >9999 on both leads as of (B)(6) 2010. The device was later returned and analyzed. Testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.